Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2019-00007: plate, 3025141-2019-00017: screw 1, 3025141-2019-00018: screw 2, 3025141-2019-00020: screw 4, 3025141-2019-00021: screw 5.

Event description:
A surgeon implanted a intrapelvic plate in a patient. At 2 months post op, an x-ray determined that the plate had broken. The broken plate and the screws were removed in a revision surgery.